Event description:
Customer reported that she had to go to the hospital emergency room due to high blood glucose. Customer stated that she was wearing the insulin pump at the time if the incident and experienced vomiting. Blood glucose at the time of the admission was 480 mg/dl; treated with 10 units of insulin with insulin pump. Customer has been discharged. During troubleshoot; customer stated that the drive support cap is recessed and is able to run manual prime and rewind the device. Current blood glucose is 454 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.